Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on the (B)(6) 2012 and the device performed to specification up to the (B)(6) 2015. The device failed a self-test due to a low battery on the last log entry on the (B)(6) 2015. A test pad-pak was inserted into the device and the device passed a self-test. A successful test shock was delivered during the testing with an acceptable measurement being recorded. The device shutdown with no warnings given and green status led flashed throughout. Investigation found no fault with the returned device. During testing the device was left for 48 hours while performing a self-test every 20 minutes, which is equivalent to 36 months of normal service, with no fault found. No pad-pak was returned for investigation and no fault was found with the device, it can therefore be assumed that the low battery fail is a result of a genuinely depleted pad-pak.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.